Event description:
A customer reported that the pump declared alarm 30 while pumping, although it was out of warranty. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during the event. Despite assistance in loading a new cartridge, the alarm recurred, preventing the customer from resuming insulin therapy. The customer reverted to an alternate method of insulin therapy.